Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they turned stimulation off for a while due to hip pain (previously reported see initial call) however would like to turn stimulation back on and maybe switch programs. With instruction patient connected and said setting at 2.4 however if goes any higher said stimulation sensation is uncomfortable. With instruction patient switched programs and adjusted setting. Patient plans to monitor and track symptoms.

Event description:
Additional information was received from the patient. They stated they had device turned off for a while for the hip replacement and stated it would bother hip. They inquired about turning therapy on and switching to a different program since previous program did not control symptoms. Agent reviewed and patient confirmed feeling comfortable stimulation and will leave to assess symptom relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if the device was affected by the patient throwing out their hip. The cause of the sudden loss of therapy had not been determined, they were still increasing the device, but not improving, the issue had not yet been resolved. It was noted the device was still in use. On (B)(6) 2021 the patient said that their bladder issues had not improved and neither had their hip issue, it was extremely painful. They decided they wanted the system removed, an email was sent to the local rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that device removal was not planned and device was still currently in use. A call was received from the patient on (B)(6) 2021 and the patient reported device has not been working since a couple months after implant. Pt states "causing pain and want it taken out, not getting relief at all". Pt reports needs a total hip replacement and was told by doctor to have that done before removing device. Pt reports went to hcp yesterday and was told to contact mdt rep. Pt reports called mdt and was redirected to patient services this morning. Pt wanted to switch to a different program and see if that helps relief symptoms. Pt was on program 1 at 2.0 volts but has been at 4.2 volts and told to lower as setting was too high. Reviewed different programs. Pt switched to program 2 at 1.4 volts. Pt confirmed feeling comfortable stimulation in bicycle seat area and will leave there for at least 4 days to assess symptom relief before making any further changes.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about two to three weeks after implant, the patient's right hip went out and they were in bed for a month (not alleged related to device/therapy). They did not make any adjustments during this time. They were not getting bladder symptom relief since their hip issue and requested instructions on how to use the external components. Therapy information and general programming guidance were reviewed. With assistance, the patient connected to their implant and increased intensity. They planned to monitor and track their symptoms and based on results, would make another increase if needed. They noted they had received the implant for their bladder and bowel. They mentioned that in the future they would be needing hip replacement surgery. They would be seeing their managing physician next week.